Event description:
The customer complained of the buttons sticking and the display going blank on the insulin pump. The customer's blood glucose reading was 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the initial prime test. However, after changing the infusion set the prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
The insulin pump's display and buttons were found to be working properly. However, the insulin pump alarmed no delivery outside of specifications due to a faulty force sensor.